Manufacturer narrative:
The customer noted that there was excessive dust buildup in the xhibit central station. Excessive dust buildup can cause the xhibit to overheat, which results in a shutdown of the system. The customer, a biomedical engineer, confirmed that removal of dust/debris from the xhibit central station resolved the reported issue. The cause of the reported issue was due to excessive dust buildup in the xhibit central station.

Event description:
The customer reported that an xhibit central station shut itself down twice while in use. There was no patient or user death, or injury associated with the event.